Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds due to exit block, and the atrial lead exhibited elevated thresholds. The rv lead was repositioned, and both leads remains in use. No patient complications have been reported as a result of this event.